Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 806871n and the review revealed that all in-process and final release inspections met specification during the production process. As stated in the provided customer feedback, the product was received at the facility within its shelf-life; however, the product was not used prior to its expiration. As documented within the instructions for use, it is important that the expiration date is confirmed prior to use. There is no current complaint trend for aseptic prefilled syringes in the last 12 months. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of expired product for aseptic prefilled syringes in the last 24 months. No trend of expired product has been identified.

Event description:
It was reported that the heparin 100ul 5ml fill in 10ml syringe was involved with the receipt of an expired product. Product defect was noted during use. The following information was provided by the initial reporter: material # 306513 lot# 806871 the product was sent with an expiration date on the box and all of the syringes. The product was in date when received. We use minimal of the product and when the rn used the product to flush the port the product was expired. On the (B)(6) march I used 10cc one syringe of heparin solution to flush a port. The heparin had expired on the (B)(6) march.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the heparin 100ul 5ml fill in 10ml syringe was involved with the receipt of an expired product. Product defect was noted during use. The following information was provided by the initial reporter: material # 306513 lot# 806871. The product was sent with an expiration date on the box and all of the syringes. The product was in date when received. We use minimal of the product and when the rn used the product to flush the port the product was expired. On the 19th of march I used 10cc one syringe of heparin solution to flush a port. The heparin had expired on the 8th march.